Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference medwatch numbers 2032227-2014-57415 and 2032227-2014-57768.

Event description:
Customer reported that the insulin pump alarmed for no delivery during a bolus. The blood glucose reading was 256 mg/dl. Customer was assisted in performing a 5 unit fixed prime and stated that insulin did not exit. Customer was advised to remove the reservoir from the insulin pump, disconnect and reconnect the reservoir and infusion set at the tubing connector, and push insulin slowly through the tubing with the plunger. Customer reported that insulin did exit but with greater than normal resistance. Customer was not able to change the reservoir and received another no delivery alarm. Customer also reported that the motor went out on the insulin pump. Nothing further was reported.